Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4. The manufacturing date for the reported device is prior to 24-sept-2016, so no UDI required.

Event description:
Philips received a complaint on an intellivue mx800 patient monito indicating the device showed a speaker malfunction. The device was not in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis confirmed there was a speaker malfunction inop displayed with no sound coming from the device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker. It was confirmed that the speaker function was normal after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.